Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mention symptoms of their blood glucose levels such as past events. The customer treated with pump. Customer's current blood glucose value was 186 mg/dl and at the time of incident blood glucose value was over 400 mg/dl. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to emergency room was over 400 mg/dl. The customer complained about hyperglycemia, nausea, vomiting and pain and cause of hospitalization was diabetic ketoacidosis, high white blood count. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.